Event description:
It was reported the patient sometimes felt like they were getting more medication that they should be and that they feel groggy from time to time. The patient had not talked to their hcp about the matter yet but did have an upcoming an appointment. Additional information later reported the patient also mentioned that there were times when they feel ¿out of it¿ and that they feel like he is getting too much drug. The patient stated ¿maybe there was a kink in the catheter and then it builds up drug and when the catheter is no longer blocked a large amount of drug is delivered." The reporter was not aware of any troubleshooting performed but the patient was to have a refill the week of (B)(6) 2014 and the reporter had suggested the patient inform the hcp. It was further noted that based on the conversations the reporter had with the patient they were not so sure the patient was receiving a great deal of pain relief from the therapy. The patient was really hoping to see a significant reduction in their pain from the implant and the pain relief they were hoping for had not happened to date.

Event description:
Additional information later reported the hcp had no knowledge of the event. The patient never called or scheduled an appointment.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).